Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital for a reason unrelated to the device system. The pacemaker was interrogated, which revealed a battery status of good, magnet rate of 100 paces per minute and a longevity of less than 0.5 years. However, in (B)(6) 2016, the battery status was good and the magnet rate was 90 paces per minute. Technical services requested the device data be retrieved and sent in for review. Additional information was received that no device data retrieval has been performed, the patient will continue to be monitored, and there were no adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.